Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during the functional testing and the archive data review. The root cause for the ua45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. User advisory is a clearable error message, ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Upon visual inspection, noticed bent battery lock, damaged front enclosure and sticky clutch plate. These damages are unrelated to the reported complaint. The probable root cause for the observed physical damage could be due to normal wear and tear of the platform. The autopulse platform was manufactured in march 2008 and is more than 11 years old, past the expected service life of 5 years. The battery lock and the front enclosure were replaced to address the damage. The clutch plate was deburred to address the sticky clutch problem. During initial functional testing, the autopulse platform displayed ua45 error message upon powering on. The drive shaft was rotated to home position to clear the ua45 error message. After clearing the ua45 error message, the autopulse platform performed compressions without any fault or error using lrtf (large resuscitation test fixture). Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with sn (B)(4). Ccr (B)(4) was reported on december 10, 2018 and the drive shaft was rotated to home position to clear the ua45 error message.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message and the user was unable to clear the error. No patient involvement.